Event description:
The clinician reports the implant was inserted (B)(6) 2017 in fdi 13 of the patient's mouth. Primary stability not achieved, implant surface not completely covered with bone and ridge augmentation. On (B)(6) 2018, non-osseointegration was verified. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.